Event description:
The doctor indicated that the implant mount screw fractured inside the implant during implant placement.

Manufacturer narrative:
Upon visual inspection the investigator confirmed that the thread portion of the implant mount screw had fractured. No lot or order number provided. The review of the product history did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.